Event description:
It was reported that the lead perforated the myocardial. The lead was repositioned and drainage was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.